Manufacturer narrative:
(B)(4). The device was received for evaluation. It was visually and microscopically inspected with no abnormalities noted. Flow testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no solution would flow through a onelink extension set. This occurred during priming with the device connected to an anesthesia set. The device was able to be flushed with a syringe but still no flow when connected to the anesthesia set. The device was replaced with a new one with no further issues. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.